Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation of the groin before angioseal insertion, it was discovered that the seal looks different than the usual vascular closure devices we are used to. The scrub sister and cardiologist were not sure how to use it at that time and took another angioseal from the same batch and box which was the same as the ones on use currently. The event occurred before use on a patient; therefore, there was no reported injury.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date completed investigation results. One 6fr angio-seal vip carrier assembly, arteriotomy locator, and polyfoil pouch were returned for evaluation. The hemostatic sheath and other accessory components were not returned. The polyfoil pouch was subjected to visual inspection. The pouch was partially opened. The pouch was pulled apart completely, revealing the detached bypass tube. The carrier tube assembly and bypass tube were then subjected to microscopic visualization. The distal end of the carrier tube assembly showed the anchor was not deformed or different and the collagen had expanded within the assembly. No other anomalies were found with the carrier tube assembly. The inner lumen of the bypass tube was visualized and no anomalies were found. Functional testing involving reinsertion of the bypass tube onto the carrier tube assembly could not be completed as the collagen had expanded. Angio-seal vip IFU was reviewed and the following instructions state: "using sterile technique, remove the angio-seal device contents from the foil package by opening the package at the arrow indicator, taking care to pull the foil seal apart completely before removing the angio-seal device." The complaint can be confirmed for device component dislodged/displaced. The polyfoil pouch was returned partially opened, and, upon pulling the pouch apart, the bypass tube was discovered. The IFU clearly states to pull the seal apart completely before removing the device. The allegation that the seal or anchor looked different than usual was negated as no anomalies were noted on the anchor with the exception of the bypass tube being detached which could have been the source of the allegation. Functional testing on the device could not be carried out due to collagen expansion. The device had been outside the polyfoil pouch which was likely the source of the expansion. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.